Event description:
It was reported that the home choice (hc) gave a constant alarm during set up. The home patient (hp) was not connected at the time of the event. The technical service representative (tsr) arranged the return of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new device is received. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.